Event description:
Per the clinic, the patient was experiencing poor performance with device use. The device was explanted under general anaesthesia on (B)(6) 2023, and the patient was re-implanted with a transcutaneous osia implant system.